Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion (pbd). Data analysis showed the battery appeared to be depleting more quickly than expected in addition to low voltage, and a boston scientific technical services (ts) consultant recommended device replacement. Device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion (pbd). Data analysis showed the battery appeared to be depleting more quickly than expected in addition to low voltage, and a boston scientific technical services (ts) consultant recommended device replacement. Device remains in service. No adverse patient effects were reported. Subsequently, additional information was received indicating that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional info: this report captures the explant of this device and impact on the patient.